Event description:
The lay user/patient called lifescan (lfs) on august 15, 2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist mailed a letter on august 18, 2006, since the user could not be reached by telephone for further clarification. The patient reported that she was in the hospital for two days. She did not specify the reason for the hospital visit, she only stated it was for reasons other than her meter. However, she reported that prior to going to the hospital, her meter read in the 400 mg/dl range. She had taken her humalog insulin based on the result. While in the hospital, a comparison was performed between her meter and the hospital meter. Her meter read 278 mg/dl and the hospital meter read 161 mg/dl less than 10 minutes later. The patient also reported that after the comparison was performed, while waiting to be seen by the physician, she passed out. She was tested on the hospital meter and it read, "critically low. After she regained consciousness, she tested on her meter and obtained a result of 60 mg/dl. She was given a shot of glucose and amitted to the hospital, where she stayed for two days. It would have been helpful to know: the times that each of these events occurred, the patient's admitting diagnosis, her medication regimen, and if any adjustments were made to her regimen. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient performed two control solution tests, which passed, however, the control solution was expired. This complaint is being reported as the patient obtained a meter result and had taken insulin following the result. The patient later passed out and was found to be hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.